Manufacturer narrative:
Product complaint#: (B)(4). The device was discarded, therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30858790 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3011370111-2023-00010 and 3011370111-2023-00011. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy, a prowler select plus 150/5cm microcatheter (606s255x, 30858790) was introduce in an embotrap ii 5x33 revascularization device (et007533, 22g084av). However, did not work out, so we used another embotrap ii 5x33 revascularization device (et007533, 21h151av) without success. After we could not pass it through the microcatheter, the system was removed. The devices were not broken. There was a 10 minute procedural delay due to the event. Additional information received indicated that there wes no damage to the prowler select or the embotrap devices. The insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The devices were flushed without difficulty. The devices did not inadvertently deploy in the microcatheter hub. The devices could not be advanced through the hub. No passes were made in an attempt to retrieve the clot. The clot was removed with an aspiration catheter with one thrombaspiration step. The procedural delay was not clinically significant. There were no relevant anatomical information including vessel characteristics calcification/tortuosity/diameter) and aneurysm characteristics.